Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2024. During the procedure, the device did not pass smoothly through the endoscope and the balloon leaked. The procedure was successfully completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.